Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about six months, it was reported that a message concerning sensing problems was sent via home monitoring. The lead was explanted. No deterioration in the pt's state of health was reported.